Event description:
It was reported that during a bph prostate procedure, the fiber tip burned out and the beam started to forward fire as well as side fire. The procedure was completed with the use of a second fiber. Patient outcome: "ok" was reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The event happened at 77,308 joules and 11:28 minutes of usage.

Manufacturer narrative:
(B)(4).